Manufacturer narrative:
The device associated with this report was not returned, however a provided photo of the reported device confirms post breakage. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
It was noted after trialing that a lug from the base of the size 8 fb articular surface trial had broken off the instrument and had become lodged inside the shim that attaches to the underside of the articular surface. All trial instruments were inspected by the rep and surgical staff and it was confirmed that all parts of the trialing system were present and that no instrument components remained within inside the surgical site. There were no delays to surgery and the patient was not affected in any way.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Original submission date was 12/19/2015. There was a failure of the FDA system during this window, as well as the fact that we were waiting for confirmation to resubmit from the FDA.

Manufacturer narrative:
Re-opened product received. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.